Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) debriefed the customer and confirmed the reported problem. After reviewing the log file, rse found that flex vision pc does not start correctly because of an internal problem. To resolve the problem, onsite visit, fse replaced flex vision pc and return the part for further analysis and the failed component was hdd bay. After the replacing flex vision pc, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.